Manufacturer narrative:
The complaint sample was returned to greatbatch medical for evaluation and the reported event was confirmed. The product was returned incomplete and there were obvious signs of wear observed during visual examination of the complaint sample. The power adapter was broken off with deformation of the surface area near to the fracture area indicating the complaint sample had experienced a torsional overload. A process review was completed and no discrepancies were found. No further investigation is required. (B)(6).

Event description:
It was reported that while the doctor was reaming the handle broke. The procedure was completed successfully with another device. No adverse events were reported as a result of the malfunction.